Event description:
It was reported that 4 days after a drug eluting stenting treatment procedure, a subacute thrombosis occurred. In 2004 the pt presented to the cath lab and had a taxus express2 - 3.50 x 28 mm stent implanted. The 99% stenotic lesion being treated, during an acute mi context was located in the proximal left anterior descending artery (lad). The lesion was predilated with a cross sail 3.0 mm x 15 mm balloon at 8 atms for 20 seconds. After predilation the physician successfully deployed a taxus express2 -3.50 x 28 mm stent at 10 atms for 20 seconds in the proximal lad. Post-dilation was then performed at 15 atms for 15 seconds. Timi grade 3 was noted downstream blood flow with no residual stenosis. It is noted heparin and integrilin were given before the procedure. Pt was discharged with a regimen of aspirin and plavix. Four days later, the pt returned to the hosp complaining of chest pains with st segment elevation. The pt was brought to the cath lab and was determined to have a subacute thrombosis in the proximal edge of the taxus stent segment. A 109 cm pilot guidewire was advanced with difficulty across the occluded segment. A maverick 3.0 x 20 mm balloon was then used for angioplasty. Flow was re-established, however, there was a great deal of clots throughout the lad vessel. The physician then decided to use an angiojet thrombectomy catheter to remove the clots throughout the lad vessel. Flow was re-established at a timi grade 3, however, the proximal taxus stent edge and the distal taxus stent edge had questionable dissections. A 4.0 x 12 mm vision stent was then placed in the proximal lad just before and extending into the taxus stent. In addition, a 3.5 x 18 mm vision stent was placed in the distal taxus stent edge and extending into the mid lad. The 3.5 x 18 mm balloon and the 4.0 x 12 mm balloon were both used for post dilation. Post images showed excellent results, however, there was a small "cath-like" dissection that was noted within the stented segment. This was unresponsive to gentle balloon post dilation and a decision was made to continue reopro without further intervention to the dissection. Pt again, was discharged with a regimen of aspirin and plavix. Pt status is reported as "satisfactory/good."